Event description:
An rn was attempting to pass the cook percutaneous entry needle through the needle guide. The passage was found to be quite tight. There were multiple needle sticks before it was realized that this was an issue with the needle.====================== manufacturer response for needle, cook percutaneous entry thin wall needle======================they have requested all needles in that particular lot be returned.